Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl and over 400 mg/dl at the time of incident and other blood glucose was 310 mg/dl. The customer also stated that they did receive a calibration not accepted alert and a change sensor alert. The customer stated that insulin delivery was not suspended due to sensor glucose. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.